Manufacturer narrative:
G4: 09jul2020 b4: (B)(6)2020 the manufacturer's field service engineer provided remote support and advised to replace the battery. The customer replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
It was reported the battery light came on and then turned off. There was no patient involvement.